Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to confirm motion sensor test failure error and unable to perform any tests due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was 164 mg/dl at the time of incident. Customer stated that the insulin pump was not able to rewind. Drive support cap was normal. Customer stated that the insulin pump had pump error alarm. The insulin pump will be returned for analysis.